Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer had given herself a bedtime snack and went to give a bolus. Customer was sitting down when the motor error alarm occurred. Customer was sitting down while the bolus was going. Customer disconnected and did the rewind. Customer stated that the pump has been working since then. Customer's current blood glucose level was 250 mg/dl. Customer does not use the sensor feature on the pump. Customer stated that they are unable to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.